Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary 2 drawer 5 did not remain locked and would not stay closed. The drawer could be pulled in and out without signing into the system, indicating a locking failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-sep-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 did not latch properly. A field service engineer (fse) opened the rear panel on auxiliary 2 and inspected the backside of drawer 5. Loose components were identified, and inspection showed the drawer had been forcefully closed, shearing the screws securing the plastic latch to the chassis. The damaged screws were removed, the latch mechanism was reassembled, and three new screws were installed. After closing the rear panel and powering on the unit, the customer logged in and recovered the drawer. Hardware functionality was verified by running hardware test application (hta) diagnostics. The system functioned as intended after the field service engineer repaired the device.